Event description:
It was reported "I was placing a midline on a patient. As I inserted the wire, I met resistance. When I pulled the wire back, the outside coating broke in half. The only thing connecting the two wires was the stretchy, smaller wire that comes inside it. The wire was removed successfully but with much difficulty as it tip snagged on the patient's skin. The wire tip appears to be intact. The lot number is reez2293." Add info rcvd 05/14/2021: placement info: right brachial midline, 18 ga 10 cm. Was there patient harm reported?: no. Medwatch 2600010000-2021-8002 rcvd 06/21/2021: nurse was placing a midline on a patient. As I inserted the wire, I met resistance. When I pulled the wire back, the outside coating broke in half. The only thing connecting the two wires was the stretchy, smaller wire that comes inside it. The wire was removed successfully but with much difficulty as it tip snagged on the patient's skin. The wire tip appears to be intact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez2293 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I was placing a midline on a patient. As I inserted the wire, I met resistance. When I pulled the wire back, the outside coating broke in half. The only thing connecting the two wires was the stretchy, smaller wire that comes inside it. The wire was removed successfully but with much difficulty as it tip snagged on the patient's skin. The wire tip appears to be intact. The lot number is reez2293."